Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the pump¿s black box showed multiple no cartridge detected eaw 163 warnings. During testing, the pump was exercised for 24 hours with no loss of prime occurring. During testing, a load step malfunction was duplicated. During the load step, the piston pushed up until the cartridge was empty. The force sensor calibration was found to be out of specifications. The pump was opened and a force sensor pin was found to be cracked. Further testing was not able to be performed due to the load step malfunction.